Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited noise as well as interrogation and telemetry difficulties. The ipg was pacing at a rate of 70ppm, and the device battery status was 'good' with a magnet rate of 100ppm (beginning of life).